Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint of "partial fires." Failure analysis found the primary finding of firing failure to be related to the customer reported complaint. The instrument was found to have firing failures based on log review but was not replicated in-house. The stapler was tested in-house, passed initialization, clamped, fired, and unclamped without any issues. Partial fire log review details: procedure = low anterior resection # partial fires in procedure by inst = 4 reload color installed = black pf completion pct = 47- 87 firing number of pf by inst in procedure = 1-4 overall firing number of pf in procedure = 5 clamp history of inst in procedure with pf = 6 incomplete 7completed the root cause of the customer reported issue was not determinable. An additional finding not reported by the site, and not related to the primary finding was also identified. The instrument was found to have a tear on the wrist cover, measuring 0.036" - 0.064" in length. The root cause of this failure is attributed to user mishandling/misuse. Isi also received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: at 10:23 and 13:30 in the video 007-01, tissue is pushed into the jaws of the stapler just before the stapler is clamped, causing the tissue to bunch up rather than lay flat. The bunching of the tissue within the jaws likely created concentrated thickness at one location within the jaws, and likely contributed to the partial fires. Some loose/unformed staples are observed near the target tissue. It is possible that loose staples interfered with the forward progress of the knife and contributed to the partial fire. Removal of loose staples from tissue and from the stapler jaws (swishing jaws between fires) may be of help in this case. The sureform compresses tissue as the fire proceeds, pausing for compression when it detects tissue should be compressed more. This compression often includes squeezing fluid and tissue out of the stapler jaws and into adjacent tissue. During the partial fire in video 0006-01, a bulldog clamp is placed next to the sureform during the fire. If the bulldog clamp adjacent to the stapler prevents fluid and tissue from being squeezed out from stapler jaws (because the bulldog clamp is also compressing tissue), it may interfere with the sureform compression. Placing the bulldog clamp further from the stapler may help. To summarize the troubleshooting steps that may help the user: 1) clear loose staples from the target tissue as much as possible, 2) let the tissue lay flat without bunching or tension when clamping, and 3) if using bulldog clamps adjacent to stapler, allow for some space for tissue/fluid to squeeze out of the stapler jaws when clamping.

Manufacturer narrative:
Isi has not yet received the sureform 45 stapler instrument. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the sureform 45 stapler (part# 480445-04 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the sureform 45 stapler was last used on (B)(6) 2021 via system serial# sk4156. There were 7 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. 5 black reloads (pn 48345t) were using during the same procedure. A review of the stapler log for the sureform 45 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs show that pn 480445-04, lot l90201109-0083 fired qty 5 black reloads. First 4 firings resulted in ¿tissue too thick to continue¿ firing failures at 88%, 47%, 32% and 53% completion. Each one of these firings appeared to have at least 1 pause for compression during firing. The first two installs also had multiple incomplete clamps prior to the first two firing failures. The 5th firing was completed per the logs and also had multiple pauses for compression during firing. Logs cannot confirm any misuse in any of the firings. This complaint is reportable due to the following: it was alleged that the staple line was incomplete with no claim or evidence of mishandling/misuse. Review of stapler logs confirmed all firings were incomplete and had at least 1 pause for compression during firing. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 45 stapler had an incomplete staple line. The reload stopped at almost the same separation point 3 consecutive times. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no abnormality noted. The customer was stapling for rectal dissection when the issue occurred. The reload stopped at almost the same separation location for 3 consecutive times. A black reload was used because the patient had very thick rectum. The stapler instrument worked well until the issue occurred. Cutting and stapling worked fine, but "pausing for compression" was seen in the exact same place all 3 times. The surgeon used 6 black reloads total. The issue occurred during the third, fourth, and fifth fires. Error messages "tissue too thick to continue and "blade may be exposed" were displayed on the screen. When asked if the surgeon encountered any hard objects, it was noted that the surgeon saw the rectal side was already stapled. It was unknown if buttress material was used. There were reportedly no malformed staples. The target tissue was non-calcified rectum tissue that had been exposed to radiation or chemotherapy prior to the procedure. There was no tissue tension or tissue bunching. The customer cut the staple line by using rapallo forceps, overcame the location where it stopped, and re-fired the stapler. The reloads have been discarded and are not available for return.